Event description:
It was reported to boston scientific corporation that a single action pumping system (saps) was unpacked during a preparation on an unknown date. According to the complainant, during unpacking, a dust-like substance was observed inside the sterile packaging. The sterile packaging was reportedly intact. The device was not used in the procedure and there was no patient involvement. The procedure was completed with another saps device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Received one single action pumping system (saps) in its original sealed pouch. Visual examination found the pouch seal without signs of damage or openings. It was also noted that the seal was intact and sterility was not compromised. He returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a single action pumping system (saps) was unpacked during a preparation on an unknown date. According to the complainant, during unpacking, a dust-like substance was observed inside the sterile packaging. The sterile packaging was reportedly intact. The device was not used in the procedure and there was no patient involvement. The procedure was completed with another saps device. No patient complications have been reported as a result of this event.